Event description:
During a routine shift check by a clinician, the device displayed a "defib fault 78" message and a "defib fault 79" message. There was no pt involvement in the reported malfunction.